Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were having issues with their stimulator and pt thought it could be their antenna. When the agent attempted to collect event date pt stated they started having issues charging their ins 2 weeks ago then mentioned (B)(6)(agent understood this as pt was confused). Pt stated they had their stimulator for 12 years so this was not new for them. Pt stated the last time they had this problem was (B)(6) 2020. Pt stated they did not use a belt and they put the paddle in their shorts; pt stated it looked like it was going through the normal thing (agent understood this as initiating charging of ins) then pt would get no device found. The pt was asked to press the recharge option and pt stated previously they saw a number screen (agent understood this as trying to recharge screen) and got 100 in the middle and 82 on the left and right side. During the call pt went through passive recharge mode and got 100 for all left, middle and right numbers. Pt also stated before a manufacturer representative (rep) had them reset the controller and after the reset the recharging excellent went away and the green light was still blinking. Pt stated the ins battery level did not increase. During the call pt confirmed no visible damages to the recharger (rtm) and controller charging port. Pt stated the rtm paddle seemed warm and when the paddle was right next to their body after a while it emulated heat in their body. Pt stated it was a little warmer than body temperature. Pt also confirmed no rattling in the controller although the controller seemed a little lose. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt stated they "did this before" when reviewing shipping information. Pt also stated last night they were able to charge their ins to 100% and could not charge this morning. Additional information was reported on 2022-jun-27 that during regular charging sessions the patient began to receive a status message on the controller indicating connectivity issues between the antenna and charger after the patient moved the antenna repeatedly, it would reconnect for charging only to be interrupted frequently. The patient began to have problems in (B)(6)2022, and they finally realized before calling that they would continue to deal with the connectivity issues on a daily basis. The patient noted that they implant battery was working fine. It was the connectivity to the antenna that was irregular and causing recharge process to take longer to fully recharge.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharger failure and a no device found message. No anomalies were visually observed. Rms voltage at the h field probe failure. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.